Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that after a primary surgery had been performed on 2020, the implanted journey ii uni knee was revised on (B)(6) 2022 due to an unknown reason. No further information is available at the moment.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that smith and nephew has not received the device/adequate clinical documentation to fully evaluate the complaint. The impact to the patient beyond the reported revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no probable cause can be delineated. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.